Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is placing the implant too deep possibly due to poor imaging.

Event description:
The patient had right side si joint arthrodesis in (B)(6) where three implants were placed. The patient complained of radicular pain a few days after the initial procedure. The surgeon determined that the superior positioned implant was impinging on a nerve. It was noted that the pre-op imaging was poor. Three weeks after the initial procedure, the surgeon performed a revision surgery where he removed the impinging implant. No other implants were adjusted or removed. The patient's status following the revision procedure is not known.